Event description:
It was reported when the patient presented in clinic for follow-up, the device had prematurely depleted. The estimated remaining longevity of the device was 1 year. During previous check on september 20, 2017, the device showed 9.1 - 10.5 years estimated remaining longevity. No intervention has been done as the device remains implanted and will be monitored. The patient was stable and will continue to be monitored.

Event description:
New information received states that the device had reached elective replacement indicator (eri) on (B)(6) 2017. The device was explanted and replaced. The patient was stable during, before and after the procedure.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be above eri. The device was tested on the bench and high current drain was noted originating from an anomalous rf module. The current went back to normal range during further testing. High current condition could not be reproduced. The cause of high current was not able to be identified.